Event description:
The customer contact reported the device did not deliver. The device was returned to biomedical department with a note that stated, "getting ready to change all the lines when noticed 5 was given and 30 was still in the syringe. Pushed pca pump to deliver, push showed it was given dose but there was no movement in the syringe." The customer contact reported there was a delay of therapy critical to this patient; however, the customer contact declined to provide specific patient info, device programming, and event details. Though requested, the customer declined to provide add'l info.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).